Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No abnormal noise during rewind or unexpected insulin flow blocked alarms noted. The motor was tested outside of device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 531 mg/dl. Customer had blood glucose level of 155 mg/dl. It was unknown whether customer was using auto mode or not. Customer stated that the insulin pump was making a loud sound during rewind. Customer stated that the insulin pump passed self test. Customer was running displacement verification test, twice customer put the pump close to the phone and the sound of the pump rewinding was audible, when customer did the load reservoir, the piston stopped half way through the reservoir compartment and said load complete but there was no reservoir on the pump, when customer continue with the fill tubing he had insulin flow blocked alarm. The insulin pump will not be returned for analysis.